Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was taking a long time to start and the screen was blue with an estimated time of 00:00. Review of the log files couldn't confirm the failure with the host pc directly as in case of host pc failures, event logging is not possible. Upon analysis, the fse found host pc failure. The fse replaced the host pc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up successfully and the screen was blue with estimated time of 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was failing. The fse replaced the host pc and the hard disks and returned the system to use in good working order.